Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level increased to over 500 mg/dl with an unspecified level of ketones. Customer required assistance from mother to administer correction insulin injections to address high blood glucose levels. Customer changed infusion set and cartridge, and resumed insulin delivery.